Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, guided the caller through the process, and afterward, the error did not reappear. The caller successfully started a new sensor session following the reset.